Event description:
The customer alleged, the pump says it is running but is not actually running or delivering anything. The arrows move around "run" but does says 9999. Pt's mother set the pump, left for three hrs and when mother came back, pump had not delivered anything. The pump didn't alarm anything.

Manufacturer narrative:
Parameter corruption was verified by analysis of the pump log file. A field correction was issued to reprogram the software in the pump which detects and resets corrupted parameters in the eeprom. This MDR is being submitted as part of a retrospective review for reportability.